Manufacturer narrative:
Other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a missing stabilizer in the battery compartment, a bent latch lock handle, and a peeled dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump over delivered to manufacture specifications. As a result, the expulsor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on (B)(6) 2018) and there was no indication the complaint was related to previous service of the device. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited accuracy issues. The event occurred during testing, no patient injury was reported.